Event description:
The surgeon reported that a very long stem was needed because the patient has metastases in the head and the collum of the femur, and distal as well. He reported that he ordered a 317 mm stem, but during the surgery he discovered that this product was not delivered. The surgeon further reported that he decided to place the longest available combination of the stem and the body (217 mm stem and30 mm body). The surgeon also reported that after a trial a spiral fissure occurred and that the stem collapsed to distal. The surgeon claimed that he needed to prepare the femur with dall miles cables and another stem.

Manufacturer narrative:
Neither the device nor additional information is available at this time.